Event description:
On 9/10/92, rptr had spinal fusion of l5-s1 with pedicle screws, sacral screws, and plates. Since the operation, he has constant pain, has trouble controlling his bladder, and cannot get an erection during sexual intercourse. He has trouble bending, sitting, lying, standing, and getting out of bed or off the couch. He can't stand and do dishes for a 10-15 minute period. He feels like something is stabbing him when he moves in a certain way. He has had a few jobs, but can't last over 10-14 days before he has to quit because of the pain. Some days he needs to use a cane because of the pain.